Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before opening the package, the customer found a foreign substance in it. The substance looked like a broken piece of a mechanical pencil's refill. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one warming device was returned to manufacturing for investigation. The unit was decontaminated with its original packaging. A photo was provided by the customer. Visual inspection was performed at a distance of 12 to 16 inches under normal conditions of illumination. The sample was returned unopened, and a short pencil tip was noted inside of the package. The customer complaint is confirmed. No other analysis was required. The root cause is attributed to not following good documentation practices, no pencils are allowed. An awareness of complaint notification was conducted by the quality engineer on (B)(6) 2023, to reinforce the good documentation practices procedure. The reported lot was manufactured with (B)(4) units, the lot met the requirements to release the lot with no deviations identified during their manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).